Event description:
Patient was admitted for benign prostatic hypertrophy resulting in urinary retention and bladder stones. During surgery, multiple stones were seen, approximately 5-6 that were all greater or equal to 1 cm in size. A combination of stone breakage and stone removal was performed with graspers and stone crushers in order to remove the stone and stone fragments. While the surgeon was retrieving bladder stones with the acmi grasping forceps, the tip of the forceps broke off into the patient's bladder. Surgeon was able to remove and save the broken tip and an x-ray of the kidneys, ureters & bladder (kub) was taken with no remaining metal seen. Procedures performed included a cystolitholapaxy and laser vaporization of the prostate. The procedures were completed and patient tolerated the procedures well with no post-op complications. Patient was discharged on post-op day 2 with clear urine, voiding on his own when foley catheter was discontinued.